Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to the detached cannula within the handle. All measurements taken of the device were found to be within specification. The condition of the returned device was consistent with the complaint of difficulties cutting; the complaint was confirmed. The most probable root cause was improper assembly of the handle and handle cannula. There is a corrective action in place which is in an implementation phase. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2010-02031 for the other associated device information. It was reported to boston scientific corporation that two sensation micro oval snares were used during a joint esophagogastroduodenoscopy and polypectomy procedure within the stomach on (B)(6), 2010. According to the complainant, when the physician attempted to close the snare around the polyp, the wire within the catheter sheath broke at the handle. The physician attempted to use a second sensation micro oval snare to cut the polyp when the same issue occurred. The physician was able to successfully complete the procedure with a third sensation micro oval snare. With both problematic devices, it was reported that the cautery function worked properly until the devices broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2010-02031 for the other associated device information. It was reported to boston scientific corporation that two sensation micro oval snares were used during a joint esophagogastroduodenoscopy and polypectomy procedure within the stomach on (B)(6), 2010. According to the complainant, when the physician attempted to close the snare around the polyp, the wire within the catheter sheath broke at the handle. The physician attempted to use a second sensation micro oval snare to cut the polyp when the same issue occurred. The physician was able to successfully complete the procedure with a third sensation micro oval snare. With both problematic devices, it was reported that the cautery function worked properly until the devices broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.